Event description:
Broken pieces from the burr were noted while the doctor was using the arthroscopic shaver. All broken pieces were retrieved and shown to the ascent healthcare solutions company representative.